Event description:
It was reported that noise and low impedance were observed on the atrial lead of an asymptomatic patient. A revision was performed. Upon opening the pocket, the physician found that the lead had been damaged during implant. The lead was repaired and remained implanted. Following the procedure, normal electrical values were observed.

Manufacturer narrative:
.